Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00113-00. The date of that submission was 07-feb-2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The administration set line was installed on a pump and 10 ml of priming was performed with dyed water backfilled in a medical supply IV bag. No pump alarms were observed, and there was no damages or anomalies observed on the administration set. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the drug could not be administered to the patient due to a blocked tubing (clamped). This necessitated the replacement of this tubing. There was patient involvement, and no patient signs or symptoms experienced.